Event description:
It was reported that post-op to the sleeve gastrectomy procedure, the team coordinator stated they had an enseal that according to the doctor, it did not seal vessels properly in the case. He had to bring the patient back for bleeding today. It was unknown how the case was completed and if there were any patient consequences. No other details could be provided at this time.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the device caught a little but it sealed okay. The procedure began with the one nslx145c and then was completed with a second nslz145c. Also reported was that there were no patient consequences. It was shared that the patient was brought back to the or. Which vessel(s) was both the devices used on to seal? Short gastrics. What other instruments were used in the original procedure? Please be more specific; a signia stapler, endo stitch, etc. Was the end tone heard during each sealing sequence when using the device in the original procedure? Unknown. Did the surgeon experience any generator alert screens during the original procedure? Unknown. Was the source of the bleeding identified? Unknown. If yes, was that source where the enseal was used? Were similar bleeding issues that were found post-op occur during the original procedure? Unknown. How was the bleeding addressed? Unknown. Were any blood transfusions required? Unknown. What is the patient's current status? Surgeon shared that the patient was doing well. Can the surgeon confirm that the bleeding that required the patient to be brought back to the or was not from the short gastrics? Doctor's pa said that the bleeding did come from the short gastrics. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.